Event description:
A false reactive advia centaur xp (B)(6) result was obtained by the customer and the result was questioned by the physician. A new sample was drawn for repeat (B)(6) testing and the result was (B)(6). There was no known report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result is unknown. There were no other (B)(6) marker test results provided. The customer quality control results for (B)(6) were within acceptable ranges. There is no patient sample available for further investigation. No conclusion can be drawn.